Event description:
During the daily anesthesia automated performance testing, the anesthesia machine failed breathing circuit leak test. Troubleshooting by the bio-medical engineering technician (bmet) noted that when 3 liter breathing bag was connected during leak test the system would fail pre-operative leak test. The bmet replaced the breathing bag with a silicon test plug and the leak self test passed. When 3 liter bag was placed on separate 22mm bag arm connector the bmet validated that the bag connector would not hold pressure and would leak. Several breathing bags were tested with similar results, some with more significant leaks than others. The breathing bags are a component part of a single patient use anesthesia breathing circuit.